Event description:
The customer reported that during a partial hepatectomy, the device jaws could not be re-opened. The customer was not able to provide information if the device may have been on tissue when this occurred and how the device was removed if it was on tissue. The surgeon opened another instrument and completed the procedure. There was no patient injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if the additional information pertinent to the incident is obtained a follow-up report will be submitted.